Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, unspecified helix and unspecified electrical lead problems were noted on the right ventricular (rv) lead. A new rv lead was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with blood. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.